Manufacturer narrative:
(B)(4). Method: the hospital did not provide a complaint rt329 circuit for evaluation, but provided a photograph of the pressure relief manifold. Results: visual inspection of the photograph provided did not show any defects with the pressure manifold. A lot check revealed no other complaints for this lot number. Conclusion: the rt329 infant continuous flow breathing circuit kit includes a pressure relief manifold which ensures patient safety by limiting the pressure delivered in an event of an occlusion, as well as allowing connection to a pressure monitoring device or an oxygen analyzer. The manifold is packed with the cap in place. The pressure manifold is pressure tested and visually inspected prior to leaving our facility, and those that fail are rejected. This suggests that it is likely that the luer plug fitted on the breathing circuit's pressure relief manifold became loose post production, possibly during transport. Our user instructions that accompany the rt329 infant continuous flow breathing circuit state the following: "check that all connections, caps and/or plugs are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Patient monitoring is recommended."

Event description:
A hospital in (B)(6) reported that the port cap on the rt329 infant continuous flow breathing circuit keeps popping off while in use. They stated that at higher flows, between 5-10 l/m, the cap pops off of the pressure relief valve. No patient consequence was reported.